Manufacturer narrative:
After further review MFR#2916837-2021-00097 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsaria¿ so biohazardous waste not mixed with bleach leaked outside of instrument. There was no impact to user. The following information was provided by the initial reporter: it was reported that the connector on the wet cart is leaking. Leak questions from checklist in smax: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No spray of liquid. What was the fluid that leaked? Biohazard. Did biohazard leak before or after the waste line? After waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/bd employee physically in contact with the fluid? No. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsaria¿ so biohazardous waste not mixed with bleach leaked outside of instrument. There was no impact to user. The following information was provided by the initial reporter: it was reported that the connector on the wet cart is leaking. Leak questions from checklist in smax: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No spray of liquid. What was the fluid that leaked? Biohazard. Did biohazard leak before or after the waste line? After waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/bd employee physically in contact with the fluid? No. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No.